Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump alleging possible insulin pump under delivery. The blood glucose at the time of incident was unknown and current blood glucose was 213 mg/dl. Customer reported that they experienced high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as pat feels fine. Customer treated with insulin pump and manual injection. Customer performed high performance test and test was passed. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for the analysis.